Manufacturer narrative:
Batch review performed on 11 march 2019. Lot 182535: (B)(4) items manufactured and released on 29-aug-2018. Expiration date: 2023-08-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event [complaint (B)(4) (MDR 2019-00045)]. Clinical evaluation performed by medical affairs manager: intraoperative femoral fractures are known possible adverse events of total hip replacements, described and quantified in literature. They mainly depend on bone morphology and mechanical properties. In this case, there is no reason to suspect a malfunctioning device.

Event description:
Right after the primary surgery the patient continued to complain of pain. The surgeon performed a post op x-ray and found that the femur was fractured. The surgeon then, on the same day, performed a revision to replace the head, stem and then cabled the fracture. The surgery was completed successfully.